Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector pins to be broken.

Event description:
The patient implanted for non-malignant pain and other chronic/intract pain (trunk/limbs) reported that the metal pin came off. The connector pin was broken. No out-of-box failure occurred. This occurred in (B)(6) 2016. A replacement desktop charger (dtc) was sent. Additional information received from the patient reported that poor communication was seen on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). She had received the dtc but the implantable neurostimulator (ins) would not charge. It was clarified that the insr could not establish a connection with the ins. She was getting the reposition antenna screen. The patient last felt stimulation 2 months ago ((B)(6) 2016) and this was also when they last successfully charge. It was noted that the patient had thought it was the recharger when the pin broke but got the replacement and was still having this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.